Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant, reactive anti-hbc (ahbc) results were obtained from twelve blood bank donor samples tested using vitros immunodiagnostics products anti-hbc (ahbc) reagent pack lot 2900 on a vitros 3600 immunodiagnostic system. The results were considered discordant based on non-reproducibility upon repeat testing, as all samples yielded negative results when reprocessed with a new reagent pack. Sample 1 vitros ahbc result of 0.115 s/c (reactive) vs the expected ahbc result of 2.612 s/c (non-reactive). Sample 2 vitros ahbc result of 0.116 s/c (reactive) vs the expected ahbc result of 1.928 s/c (non-reactive). Sample 3 vitros ahbc result of 0.115 s/c (reactive) vs the expected ahbc result of 3.221 s/c (non-reactive). Sample 4 vitros ahbc result of 0.105 s/c (reactive) vs the expected ahbc result of 3.010 s/c (non-reactive). Sample 5 vitros ahbc result of 0.118 s/c (reactive) vs the expected ahbc result of 3.290 s/c (non-reactive). Sample 6 vitros ahbc result of 0.108 s/c (reactive) vs the expected ahbc result of 2.319 s/c (non-reactive). Sample 7 vitros ahbc result of 0.111 s/c (reactive) vs the expected ahbc result of 2.255 s/c (non-reactive). Sample 8 vitros ahbc result of 0.104 s/c (reactive) vs the expected ahbc result of 2.995 s/c (non-reactive). Sample 9 vitros ahbc result of 0.115 s/c (reactive) vs the expected ahbc result of 2.961 s/c (non-reactive). Sample 10 vitros ahbc result of 0.113 s/c (reactive) vs the expected ahbc result of 2.740 s/c (non-reactive). Sample 11 vitros ahbc result of 0.110 s/c (reactive) vs the expected ahbc result of 3.275 s/c (non-reactive). Sample 12 vitros ahbc result of 0.113 s/c (reactive) vs the expected ahbc result of 1.737 s/c (non-reactive). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant reactive vitros ahbc results were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that discordant, reactive anti-hbc (ahbc) results were obtained from twelve blood bank donor samples tested using vitros immunodiagnostics products anti-hbc (ahbc) reagent pack lot 2900 on a vitros 3600 immunodiagnostic system. The results were considered discordant based on non-reproducibility upon repeat testing, as all samples yielded negative results when reprocessed with a new vitros ahbc reagent pack from the same lot. The most likely cause of the discordant reactive ahbc results was user error while manually loading a reagent pack onto the vitros instrument, however, this was not able to be entirely confirmed. A vitros ahbc lot 2900 reagent related issue is not a likely a contributor to the event as historical qc fluid results were within the correct interpretation. Additionally, ongoing tracking and trending does not indicate any performance concerns with this lot. However, a reagent pack related issue could not be entirely ruled out as a contributor of the event. At the time of reporting the event, the customer indicated that a hypochlorite cleaning agent had been used to clean the floor in the hallway outside the laboratory housing the vitros instrument. Per the vitros 3600 immunodiagnostic system reference guide: warning: sodium hypochlorite solution, bleach, ammonia, any ammonia-containing compound and any other oxidizing agents may be hazardous, may cause erroneous results, and may also corrode metal parts. Therefore, 70% isopropyl alcohol-in-water is recommended. Observe all precautionary handling instructions on the manufacturer package. Therefore, an instrument issue could not be ruled out as a contributing factor to the event. A review of e-connectivity data found that discordant reactive donor results were linked to vitros ahbc reagent lot 2900, pack ID (B)(4). All samples processed with it on (B)(6) 2026 showed reactive results, with no qc testing performed. E-connectivity data showed that pack ID (B)(4) had been manually loaded onto the instrument by the customer. It is possible that a reagent pack of a different vitros assay was erroneously loaded onto the instrument as a vitros ahbc pack leading to the false positive vitros ahbc results. However, this was not able to be confirmed. A new vitros ahbc reagent pack was later loaded and used to retest samples, producing non-reactive results. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros ahbc reagent lot 2900.